Manufacturer narrative:
Date of event is unknown. H3. Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation: one device was received. A visual inspection found non-OEM tamper seals on the device, but no physical damage. A review of the event history log found a force sensor test error. During the functional testing, the force sensor test error was unable to be duplicated and all readings of the force sensor were within the required specifications. Preventative maintenance was completed as no repairs were needed. No pump fault was found. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported the medfusion pump exhibited a force sensor error. No patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.